Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and analysis of the device revealed normal battery depletion. Calculations based on nominal parameters indicate that the device had met the lower 99.9% expected longevity. Concomitant products: 5076, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that when the patient presented for a routine follow-up visit, the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.